Event description:
It is reported that the patient was revised due to pain and a grinding noise.

Manufacturer narrative:
Evaluation summary: radiographs were not provided, therefore; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Compatibility could not be verified. Operative notes were not returned. Based on the available info, a definitive root cause cannot be ascertained at this time. Evaluation codes: visual examination identified linear pitting and gouging on the superior surface. The gouging visualized is in a linear pattern, translating in the anterior/posterior direction. The damage suggests that debris was present in the joint. It is unknown how the debris was introduced into the joint. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications.